Manufacturer narrative:
Lot- unknown as not provided by reporter. Expiration - unknown as lot is unknown. Less than or equal to 10 days ago. Patient - additional hospitalization and antibiotics is not labeled. Device code- device breakage is not labeled. Corrected data from user facility report: lot number is unconfirmed to be associated with this case. As of (B)(4) 2012, no product has been returned. Quality control insures that the assembly with withstand specified pressure, performs tensile test on shafts, extension tubes and hubs. Material must withstand specified lbs for each bond and distal shaft. Final inspection for turbo-ject peripherally inserted central venous catheter confirms correct extension tube with winged flla and that they are securely attached, stamping on winged flla and extensions must be correct and legible, and confirms correct clamp has been used. Instructions for use (IFU) states precautions regarding to impeded lumen flow and power injection. We are inconclusive on how the device could have contributed to the failure mode. Cook supplier has been contacted due to prior similar complaints. They could not re-create the failure mode. We are inconclusive as to why the failure mode happened. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Per medwatch form: there have been five instances (1820334-2012-00496, 1820334-2012-00525, 1820334-2012-00526, 1820334-2012-00527, and 1820334-2012-00532) of this event and at least three patients involved. Pt required line replacement and hospitalization for 5 days with IV antibiotics due to positive blood culture at time of break. Discharged home with new PICC line.